Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector. It was further noted that the scope connector cover was deformed. A further cause of the deformation could not be presumed. The moisture was corrected by vacuum-drying. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found scope error (e315) due to corrosion on the endoscope connector. In addition, the scope connector cover was stained and deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had scope error (e315). The issue was found during preparation for use. The intended procedure was a diagnostic colonoscopy. The procedure was completed with another device after a delay of thirty minutes. There were no reports of patient harm.